Event description:
It was later reported that after the hcp switched to another manufacturer¿s he made a poor placement off the midline, however the le ad was wide enough that he was able to get some bilateral coverage despite the lateral placement.

Event description:
It was reported the surgeon tried implanting three surgical paddles and none of them would stay midline. It was also noted the surgeon was unable to get the surgical paddle to stay midline for 5 out of 7 patients. It was noted the surgeon did not want to do a laminectomy or laminotomy due to risk of comorbidity. After attempting all three surgical paddles the doctor switched to a different manufacturer. It was noted the doctor had 'only been doing this for six months and they had poor technique.' It was noted the patient's trial was successful with to 1x8 leads. It was reported there was poor technique by surgeon and that they could not place the lead midline. Refer to manufacturer report number 3007566237-2013-01249 and 3007566237-2013-01251 for report on the other leads. Refer to manufacturer report numbers # 3007566237-2013-01240, 3007566237-2013-01243, 3007566237-2013-01245, 3007566237-2013-01248 for reports on similar events involving the same surgeon.

Manufacturer narrative:
Analysis of the lead model 39565 lot unknown found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 39286, lot# unknown, product type lead; product ID 3998, lot# unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.